Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a "stabbing" sensation at the neurostimulator pocket site when the device was turned on. This followed a fall on the device area. Impedance measurements were reported to be normal. Additional info was requested.